Event description:
It was reported that the upper trigger of the compact air drive device did not move smoothly. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported however, it was reported that the event occurred in january of 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the compact air drive device had insufficient/low power, moving parts of the trigger of the device did not move smoothly, and will not reverse - reverse locking mechanism blocked. It was noted that reverse lock could not be pressed, the upper trigger did not move, and the device had insufficient output. It was further determined that the device failed pretest for check reverse locking mechanism with oscillating saw attachment, check for sticky trigger, and check power with power test bench. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.